Event description:
A malfunction involving a pump was reported by a distributor in sweden, with the malfunction code noted as 16-0x20e6. The customer's blood glucose level at the time of the event is unknown. The malfunction was resettable, and the customer had already reset the pump within the last 24 hours. Subsequently, the pump was replaced under warranty. The customer was informed of the replacement process but declined to specify the type of backup therapy they would use to maintain insulin delivery. Tandem technical support confirmed the customer's shipping address and provided instructions for returning the problematic pump within 10 days.